Event description:
It was reported that during a procedure at the user facility that the device was overheating. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up being submitted for evaluation results.

Event description:
It was reported that during a procedure at the user facility that the device was overheating. There were no adverse consequences related to this event.